Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient undergoing implant for an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that during the new lead placement, the introducer was placed. When removing the dilator from the introducer, the hub broke off the metal dilator. Using a hemp stat, the hcp was able to remove the metal portion of the dilator from the introducer however the introducer came with it. Hcp tried putting it back together, but it was not secure. They opened another lead kit for a new introducer with the same lot number. The hub also broke off of this dilator once the introducer was placed halfway through the foremen. Hcp successfully removed the metal dilator remaining without the hub and kept the introducer in place, and was therefore able to complete the lead placement. A possible contributing factor to the issue was the hcp mentioned the placement was snug against the sacral bone and there was significant scarring in the patient¿s anatomy. No new symptoms were reported. [See pe for704216135 impedance >4000].

Manufacturer narrative:
B5 was updated with full initial report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_pneneedle_acc, serial/lot #: unknown, ubd: unkn, UDI#: unkn; product ID: neu_pneneedle_acc, serial/lot #: unknown, ubd: unkn, UDI#: unkn. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient undergoing implant for an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that during the new lead placement, the introducer was placed. When removing the dilator from the introducer, the hub broke off the metal dilator. Using a hemp stat, the hcp was able to remove the metal portion of the dilator from the introducer however the introducer came with it. Hcp tried putting it back together, but it was not secure. They opened another lead kit for a new introducer with the same lot number. The hub also broke off of this dilator once the introducer was placed halfway through the foremen. Hcp successfully removed the metal dilator remaining without the hub and kept the introducer in place, and was therefore able to complete the lead placement. No symptoms were reported.